Event description:
It was reported that pump issued cartridge alarm 20 and caller confirmed problem did not occur during loading, noting similar cartridge alarms had happened previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, caller expressed interest in an out-of-warranty loaner pump while warranty coverage had already expired.